Event description:
The 3m comply sterigage class 5 steam chemical integrators did not meet the pass requirement window. The sliding face on the integrator stopped in the reject area of the window. There was no impact to patient care because the scrubs saw that the indicator did not pass and re-set up the sterile field. Sterile processing: "I believe there is a reasonable chance that the reject was received in error because we were running a new cycle in our sterilizers with a limited dry time; however, the exposure time of 4 minutes at 270 degree f was met.====================== manufacturer response for steam chemical integrators, comply sterigage (per site reporter).====================== they are investigating.